Event description:
A us distributor returned a battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) was completed. The reported problem (unable to power on monitor) was confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the f1 battery fuse was open. The f1 battery fuse was open as a result of excessive current. The root cause of the excessive current could not be positively identified. No adverse event resulted from the defective battery pack.